Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bottom of the male external catheter was sticking to the penis, hence it blocked the exit of the urine.